Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. The dso seal was replaced.

Event description:
A device was returned, and analysis found that the downstream occlusion seal was damaged. There was unknown patient involvement.